Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that balloon ruptured during first inflation at 4 atmospheres for 5 seconds. The device was removed from the patient body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.